Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system matrix drawers were not showing on drawer configuration. A field service technician reseated the cable, replaced the internet cable that was damaged, checked the solenoid, updated the firmware in hardware test application, rebooted the station and finally drawer detected on med app. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During device inspection a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the solenoid heating up. A field service engineer reseated the cable, and replaced the damaged internet cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During device inspection a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.